Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation it is most likely the reported malfunction was due to probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The definitive root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E1: facility full name: (B)(6) hospital of the (B)(6) production and construction corps. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blackout (no image) during angulation adjustment. The issue occurred during suctioning in the diagnostic procedure with a minor delay noted. The intended procedure was completed with the same device. There were no reports of patient/harm.